Event description:
Philips received a complaint from the customer, reporting the fan of the v60 ventilator is pulsing with the battery charging circuit. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The fan is pulsing with the battery charging circuit when the device is powered off. The fan functions normally when the unit is powered on. The unit is fully operational. The rse confirmed the cooling fan speed (revolutions per minute) and all voltages in the pneumatic screen. The rse advised the customer to exchange a battery from another v60 in troubleshooting effort. If the problem persists, to consider the power supply or power management (pm) printed circuit board assembly (pcba) as the cause.

Manufacturer narrative:
H10: the customer biomed engineer (bme) reported the issue was determined to be due to a battery failure. The bme replaced the battery. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.